Manufacturer narrative:
Initial and final MDR (B)(4) - device 9 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced ten infusion set cannula kinked event on 17-jun-2024. The patient noticed symptoms within three hours of insertion. Insertion site was abdomen. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of event therefore, the patient was treated with correction bolus via the pump. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.